Event description:
It was reported that the catheter became stuck on the guidewire. The target lesion was located in the ostial left main artery. An opticross 6 hd catheter was selected for ultrasound examination of the target lesion. The catheter was prepared according to the instructions for use (IFU), and no issues were encountered while advancing it over the guidewire. After pullback, it was observed that the catheter would not move along the non-boston scientific (non-bsc) guidewire and was completely stuck. The non-bsc guidewire and the catheter were pulled back together into the guide catheter and removed as a single unit, with no fragments left inside the patient. The procedure was completed as no further intravascular ultrasound (ivus) runs were necessary. No patient complications were reported, and the patient is expected to fully recover.